Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose dropped to 41 mg/dl. Troubleshooting did not occur since the customer believed that the low was caused by exercising that morning. The customer treated their low with 4oz of (B)(4) and orange juice along with some grapes. His blood glucose then increased to 61 mg/dl. The customer continued to treat with a teaspoon of honey every fifteen minutes until his blood glucose was 128 mg/dl. No products were returned or replaced.